Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1594 ml, indicating the home patient (hp) drained 1594 ml more than their programmed fill volume of 2200 ml. This information gave a total drain volume of 3592 ml which meets iipv criteria. According to the nurse he was aware that the patient was having some issues with the cycler, however, he is not exactly sure what the problem was. The nurse was not aware of this iipv event as the patient did not report any symptoms. Per the nurse the patient has resumed therapy successfully. There was no patient injury or medical intervention. Product surveillance contacted the patient on (B)(6) 2010. Per the patient she felt full during every fill cycle and throughout therapy. The feeling of fullness would also wake the patient up at night. The patient stated she may have bypassed a drain cycle, however, she has received a new cycler and feels a lot better. There was no patient injury or medical intervention.